Event description:
The facility returned the device for service. During service the baxter repair technician noted failure code 810:04. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: the condition of fail code 810:04 was confirmed. This fail code was caused by moisture in the channel during operation. The channel was cleaned. This issue has been addressed per baxter's field correction action letter.